Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the right ventricular lead exhibited low impedance. The lead was explanted and replaced. Patient was stable.

Manufacturer narrative:
The reported event of low lead impedance was not confirmed. Analysis was normal. No anomalies were found.